Event description:
Report of formal claim received regarding revision of pinnacle hip implants due to dislocation. Pinnacle cup and corail stem were not removed during revision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
A review of complaints databases and manufacturing records did not identify any anomalies. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: report of formal claim received from kennedys regarding revision of pinnacle hip implants due to dislocation. Pinnacle cup and corail stem were not removed during revision. Update nov 30, 2017: additional information received. There is no new information added that changes the MDR decision. Added cup product information. Updated complainant information. This complaint was updated on: december 07, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.